Manufacturer narrative:
Follow up 01-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, an unspecified time later underwent a tubal ligation, and it was found that one coil was embedded in her uterus and the other could not be found in the fallopian tube / coil migration. She also mentioned she got pregnant. These events are listed in the reference safety information for essure. In the present case, limited information was provided. The exact time interval between essure insertion and the diagnosis of device embedment and migration was not specified, neither was the exact location of the migrated device. Despite the limited information provided, given the nature of the events, a causal relationship with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure. The device migration and embedment could have contributed to the occurrence of pregnancy however it is not clear whether these events occurred prior to the pregnancy or not. Given the nature of the event pregnant, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although not clear from the reported information whether the tubal ligation was performed solely as second line contraceptive method or also with the intention to remove the inserts, the case was regarded as incident in a conservative approach, since surgical intervention was required. The technical analysis resulted in an unconfirmed quality defect. Follow up cannot be pursued as consumer contact information is not available.

Event description:
This is a spontaneous case report received from a consumer in united states on 11-apr-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported severe and constant abdominal pain, as well as cramping, back pain, and heavy menstrual cycle bleeding. She also experienced pain during sex. She underwent tubal ligation and found that essure coils had migrated. Consumer also found that she was pregnant. One coil was embedded in her uterus, while the other could not be found in the fallopian tube. Because of the coil migration, the consumer reported living with severe pain on a daily basis, which prevents her from going about her life and doing the activities she used to do. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, an unspecified time later underwent a tubal ligation, and it was found that one coil was embedded in her uterus and the other could not be found in the fallopian tube / coil migration. She also mentioned she got pregnant. These events are listed in the reference safety information for essure. In the present case, limited information was provided. The exact time interval between essure insertion and the diagnosis of device embedment and migration was not specified, neither was the exact location of the migrated device. Despite the limited information provided, given the nature of the events one coil was embedded in uterus and other could not be found in the fallopian tube / coil migration, a causal relationship with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this case, it was not reported whether a confirmation test was performed, or the exact time interval between essure insertion and the pregnancy. The device migration and embedment could have contributed to the occurrence of pregnancy however it is not clear whether these events occurred prior to the pregnancy. Given the nature of the event pregnant, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although not clear from the reported information whether the tubal ligation was performed solely as second line contraceptive method or also with the intention to remove the inserts, the case was regarded as incident in a conservative approach, since surgical intervention was required. A product technical analysis is expected. Follow up cannot be pursued as consumer contact information is not available.

Manufacturer narrative:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of embedded device ("one coil was embedded in her uterus"), device dislocation ("other could not be found in the fallopian tube / coil migration") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("heavy menstrual cycle bleeding") and dyspareunia ("pain during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery and surgery. At the time of the report, the embedded device, pregnancy with contraceptive device, back pain, menorrhagia and dyspareunia outcome was unknown and the device dislocation had not resolved. The pregnancy outcome was not reported. The reporter considered back pain, device dislocation, dyspareunia, embedded device, menorrhagia and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, an unspecified time later underwent a tubal ligation, and it was found that one coil was embedded in her uterus and the other could not be found in the fallopian tube / coil migration. She also mentioned she got pregnant. These events are listed in the reference safety information for essure. In the present case, limited information was provided. The exact time interval between essure insertion and the diagnosis of device embedment and migration was not specified, neither was the exact location of the migrated device. Despite the limited information provided, given the nature of the events, a causal relationship with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure. The device migration and embedment could have contributed to the occurrence of pregnancy however it is not clear whether these events occurred prior to the pregnancy or not. Given the nature of the event pregnant, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although not clear from the reported information whether the tubal ligation was performed solely as second line contraceptive method or also with the intention to remove the inserts, the case was regarded as incident in a conservative approach, since surgical intervention was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow up cannot be pursued as consumer contact information is not available.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.